Manufacturer narrative:
No non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was tubing for level 1; alarm was ringing off that step 2 (push down lock) on plastic tower that it was not fitted appropriately, which limited warming of device. Multiple staff attempted to readjust, and it didn't make any difference. New level 1 and tubing was used for patient for warming purposes. Writer replaced tubing with practice set, which negated the alarm and the level 1 started warming. The level 1 was taken to biomed as it did not reach its max warming temperature within normal limits, and biomed would review to ensure equipment was working well. Appeared to be a tubing issue. There was a delay in therapy. There was a patient involvement and no patient harm/adverse event reported.